Manufacturer narrative:
Evaluation: we could not confirm the report because, the product said to be involved could not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because, none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this activity, the likelihood of this type of report is rare. Conclusions: we were unable to conduct a full investigation because, the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provided the following comments: additional information provided indicated a sphincterotomy/dilation had been performed previously. An ampullary opening inadequate to allow for the unimpeded passage of the basket is listed in the soehendra lithotriptor handle instructions for use as a contraindication. The physician may choose to perform a sphincterotomy to widen the ampullary opening and allow passage of the basket and object(s) from the bile duct (i.e. Biliary channel) to the small intestine. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the mechanical pressure generated with this device, basket fragmentation is a possibility that may require surgical intervention. The instructions for use for the conquest ttc lithotriptor cable include the following warning: due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. Prior to distribution, all web extraction baskets are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because, the report could not be verified and this involves an inherent risk of the procedure. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone removal, the physician used a cook endoscopy web extraction basket in an attempt to remove a 1.5 cm egg-shaped stone from the common biliary duct. A sphincterotomy and dilation of the papilla had been previously performed. The basket was advanced into position inside the common biliary duct and the basket captured the stone. However, removal of the stone and basket through the papilla into the small intestine was unsuccessful. The physician elected to perform mechanical lithotripsy with a cook endoscopy conquest lithotripsy cable and cook endoscopy soehendra lithotripsy handle. Lithotripsy was performed in an effort to crush the stone while it is positioned inside the duct to aid in removal. During the mechanical lithotripsy attempt, the basket wires broke near the lithotripsy handle. The basket was unable to be removed from the stone; basket impaction with the stone had occurred.